Event description:
It was reported that during a follow up, the pulse generator exhibited noise on the ventricular channel. No intervention was reported. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.